Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode and the device delivered anti-tachycardia pacing (atp) and shocks to the patient that failed to convert the arrythmia. The patient rhythm ended on its own and then started again spontaneously. Technical services (ts) confirmed the shocks were appropriate. There was also a signal artifact monitor (sam) event noted and the vector switched. The patient was admitted to the hospital for monitoring. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode and the device delivered anti-tachycardia pacing (atp) and shocks to the patient that failed to convert the arrythmia. The patient rhythm ended on its own and then started again spontaneously. Technical services (ts) confirmed the shocks were appropriate. There was also a signal artifact monitor (sam) event noted and the vector switched. The patient was admitted to the hospital for monitoring. This device remains in service. No adverse patient effects were reported.